Manufacturer narrative:
Summarized patient outcomes/complications of tissue valve implant, including trifecta valves were reported in a research article. Some of the complications reported were myocardial infarction, stroke, structural valve degeneration, endocarditis, surgical intervention and hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.na

Event description:
The article, ¿5-years hemodynamic performance of three aortic bioprostheses. A randomized clinical trial¿, was reviewed. The article presented a prospective single-center experience to compare the hemodynamic performance quantified by in-vivo echocardiogram of 3 aortic prostheses. Devices included in this study were magna ease (48 pts), crown prt (51 pts), and trifecta (55 pts). The article concluded there were statistically significant differences in the hemodynamic performance between carpentier perimount magna ease and crown prt, and also between carpentier perimount magna ease and trifecta. Carpentier perimount magna ease showed the best hemodynamic performance at 5 years follow-up. Trifecta and crown prt prostheses were an independent risk factor for early structural valve degeneration. [The primary and corresponding author is lourdes montero cruces, department of cardiovascular surgery, (B)(6), madrid, with corresponding email: (B)(6) com] the time frame of the study was from 2014 to 2017 with 1-, 3-, and 5-years follow up after procedure. A total of 154 patients were included in this study. The average age was 76.5 years and the average gender was male. Comorbidities included hypertension, diabetes, smoking, dyslipidemia, copd, chronic kidney disease, prior elective surgery, prior cva, prior mi, severe aortic stenosis, severe aortic regurgitation there were no peri-procedural complications reported. Post-procedural complications included myocardial infarction, stroke (cerebrovascular event), structural valve degeneration, endocarditis, reintervention (surgical intervention and hospitalization).